Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.

Event description:
During a remote follow up, the patient had an episode of atrial flutter resulting in inappropriate atp and shocks being delivered. No malfunction is alleged on the device, it is suspected the inappropriate atp and shocks were due to the programmed settings of the device. No intervention has been performed at this time. An ablation procedure is anticipated to resolve the atrial flutter. The patient is stable.